Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer. Cts assisted the customer with troubleshooting measures and found the sample syringe has not been replaced since the instrument was install on (B)(6) 2023. The customer replaced the sample syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining false low anion gap on patient samples on their dxc 700 au ise clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.